Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The device was returned with the threads on one side fractured. There is bio debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found specified requirements listed for material composition, maximum allowable moisture content, and storage conditions. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that during set up or inspection for a acl reconstruction tibial fixation, the biosure screw was damaged under visual inspection, some threads are observed as broken. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.